Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user visited the clinic on (B)(6) 2023 due to not responding to sound for the last week. Reportedly, the user got a hit on the implanted side while playing. Recommended to take a x-ray.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Imaging is considered but no date has been scheduled yet.

Event description:
The user visited the clinic on (B)(6) 2023 due to not responding to sound for the last week. Reportedly, the user got a hit on the implanted side while playing. Scheduled appointment for an x-ray, however, no date was provided.